Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep clarified that the patient tried to recharge three times instead of three rechargers tried, but it was not possible because the charger was broken. It was also clarified that "some residuals in the charger damaged both items" meant there was a piece of metal from the power supple inside the charger. The action taken to resolve the connection failure was the recharger was changed. The connection failure was resolved. The complete date of surgery was given, (B)(6) 2015. There was no issue with the implantable neurostimulator (ins).

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the system recharge showed failed connection after analysis and replacement of the power source were carried out three rechargers. In the third some residue in the charger damaged both items. The patient was very careful. It was unknown if the issue was resolved. No symptoms were reported. No medical or surgical intervention was needed to prevent permanent impairment of a function. It was further stated that ¿surgery made on (B)(6) ¿. No hospitalization was required. There was no patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the surgery on 12/18/2015 was the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.